Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported for left side "intracapsular rupture", "large lesion", "fibroadenoma", "leaking implants with extracapsular silicone in nodes". The device remains implanted.

Event description:
The device has been explanted.